Manufacturer narrative:
(B)(4).

Event description:
Treatment of a small unruptured saccular aneurysm located in the supraclinoid segment in the right ica (internal carotid artery). The patient was on dual anti-platelet therapy. The patient had tortuous vasculature just proximal to the aneurysm. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pushwire broke as it was being rotated in order to release the pipeline from the capture coil. It was noted that the guide catheter was kinked due to the tortuosity of the artery just proximal to the aneurysm. The kink seemed to cause an issue with the pipeline pushwire. The pipeline and broken pushwire were removed from the patient. The guide catheter was adjusted proximally and a second device was implanted in the patient successfully. On (B)(6) 2014, it was reported the patient was doing well. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).